Event description:
Consumer indicated when she removed the tampon cotton was left behind inside her. She removed the remaining cotton herself.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return product samples for evaluation.